Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician went onsite and evaluated the ventilator. The service technician was able to verify the reported issue. Bench testing revealed a faulty flow valve. The flow valve was replaced and the issue was resolved.

Event description:
The customer reported to vyaire medical that the lap top ventilator 2200 unit has low tidal volume (300ml is only 238ml). At this time, there is no information about patient involvement.